Event description:
It was reported by repair work order that the side rail would lower unsupported when unlatched due to damaged side rail assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.